Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 1.3 vs reference lab inr 3.2.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further eval.